Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e 801 analytical unit. The results from the analyzer were 188 pg/ml and 163.300 pg/ml. The repeat result from a beckman analyzer was 15 pg/ml or <10.00 pg/ml. The repeat result from an abbott analyzer was 15 pg/ml and 8.6 pg/ml (<10 pg/ml). The questionable result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis alerting them to an issue with the result.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The patient sample was requested for investigation. E1 initial reporter facility name: (B)(6) hospital (zhengdong campus).

Manufacturer narrative:
Medwatch field d4 expiration date was updated. The investigation reviewed the calibration and qc data; no issues were noted. The patient sample was received for investigation and was tested for the presence of an interferent. The investigation detected an interferent against the streptavidin component of the assay. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation determined an interferent in the patient sample had caused the event. The investigation did not identify a product problem.